Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided, age and date of birth unknown / not provided, patient sex unknown / not provided, weight unknown / not provided, date of event unknown / not provided, implant date unknown / not provided, explant date unknown / not provided, first/given name: unknown / not provided, email address unknown / not provided.

Event description:
It was reported that doctor experienced some issues with the implant hex during implant surgery. Doctor re-do the thread. Implant was finally removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: b4: date of this report b5: describe event or problem g4: date received by manufacturer g7: type of report, follow-up number h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: event problem and evaluation codes h10: additional narrative the imp,tsv,4.1mm,sbm,10 (tsv4b10) was not returned. Since product has not been returned, visual/functional evaluation could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported product was located on an unknown tooth site and used for an unknown period of time prior to the event. The reported event could not be recreated due to the nature of the dental device and event (damaged). Device history record (DHR) review was completed for the subject lot number 1229001. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1229001) for similar event and 1 other complaint was identified. Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. H3 other text : product not returned

Event description:
No further event information is available at the time of this report.